Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('plaintiff claimed pregnancy ectopic') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion ("expulsion / migration"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, dyspareunia, pelvic pain, abdominal pain, psychological trauma and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: essure confirmation test unknown: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- previously reported event "injury nos" updated to "pelvic pain", events- pregnancy ectopic, "abdominal pain, dyspareunia, perforation fallopian tubes, device expulsion, vaginal discharge, psych injury", lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('plaintiff claimed pregnancy ectopic/pregnancy (ectopic)') and fallopian tube perforation ('perforation :fallopian tubes/') in a 30-year-old female patient who had essure (batch no. 740657, 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervix neoplasm, diabetes, grand multiparity, cervical discharge, gerd and ectopic pregnancy. Concomitant products included esomeprazole, glipizide;metformin, intrauterine contraceptive device (paragard) and omeprazole (prilosec). In 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("lower abdomen pain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced device expulsion ("expulsion / migration/migration of essure device - moved out of tube") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury/depression") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, dyspareunia, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, anxiety and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, anxiety, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for psych injury. Insertion details:- left - 2 coils were noted at the end. Right - 3 coils were visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion, expulsion of essure device.. Imaging procedure - in 2010: essure confirmation test unknown: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, lot number: 740652 manufacture date: 2010-05 expiration date: 2013-05. Lot number: 740657 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('plaintiff claimed pregnancy ectopic/pregnancy (ectopic)') and fallopian tube perforation ('perforation :fallopian tubes/') in a 30-year-old female patient who had essure (batch no. 740657, 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included neoplasm, diabetes, grand multiparity, cervical discharge, gerd and ectopic pregnancy. Concomitant products included esomeprazole, glipizide;metformin, intrauterine contraceptive device (paragard) and omeprazole (prilosec). In 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("lower abdomen pain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced device expulsion ("expulsion / migration/migration of essure device - moved out of tube") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury/depression") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, dyspareunia, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, anxiety and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, anxiety, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for psych injury. Insertion details:- left - 2 coils were noted at the end. Right - 3 coils were visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion, expulsion of essure device. Imaging procedure - in 2010: essure confirmation test unknown: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: new events added: lower abdomen pain, anxiety. Event onset date were added. Lot number were added. Reporter information were updated. Patient history, lab data and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.